Event description:
Patient reported that he noticed a leak from the luer lock. Patient stated he did not remember seeing anything defective with the tubing. Patient reported he first noticed the leak because he could see insulin dripping from the luer lock. Patient no longer has the infusion set tubing. No adverse event reported. No product to be returned

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded